Event description:
A laparoscopic assisted vaginal hysterectomy (lavh) was being done. The bipolar forceps were not coagulating properly. When the forceps were withdrawn, the skin tissue around the site of the trocar sleeve was found to be burned. Testing of the electro-surgical generator used in the surgery was done by user facility personnel. No problems were found.